Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Reference MFR report: 1627487-2019-05623. It was reported that the patient was experiencing ineffective stimulation. As a result, the patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
The reported observation of the ¿ineffective stimulation¿ was not confirmed or duplicated during analysis. The root cause of the reported observation was not ascertained